Event description:
While administering of lovenox, the safety mechanism activated prior to medication administration. The needle was inserted in skin. As the plunger was pressed, the safety activated and pulled the needle out of the skin. The pt did not receive the medication and had to be stuck again with new lovenox. There is no problem with the medication, just the needle device. Nurse disposed of needle.